Event description:
Miller injection cartridge broke during injection of bone cement. Tip and ring at bottom of cartridge both broken.

Manufacturer narrative:
Eval summary: the type of cement used, the temperature of the cement components at the time of use, the cement mixing method and the time from the onset of mixing that the cement was ejected from the cartridge are unk. A rupture of this type can be caused by several factors some of which are: incorrect load application from the gun, specifically if a power-flo injector was used, it may not have been set to the "fill" position as recommended in the package insert. Cement polymerization may have advanced to the state where its viscosity was too high to permit ejection from the cartridge. Based on the info available, a definitive cause for the cartridge issues experienced cannot be determined. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.